Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Concomitant medical products: dtmc2d4, crtd, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after a device replacement procedure, the right atrial (ra) lead exhibited an impedance jump and oversensing. Radiography was performed and no abnormalities were observed with the ra lead. The pocket was then re-opened and it was noted that the lead could be pulled out of the device port without unscrewing the set screw. It was confirmed that the ra lead issues were due to connection malfunction with the cardiac resynchronization therapy defibrillator (crt-d) and the ra lead. After several attempts of re-screwing the set screw, it was determined that the ra lead could not be secured in the crt-d port. The crt-d was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.